Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a bioarc sling on (B)(6) 2003, to treat her stress urinary incontinence and pelvic organ prolapse. It was alleged the plaintiff experienced "significant mental and physical pain and suffering, has sustained permanent bodily injury," mental anguish, emotional distress, disfigurement, disability and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.